Manufacturer narrative:
D4: lot #: the reported lot n25n11118 is not recognized by the system. D4: the lot number is unknown, therefore, only a primary di number could be provided. G1: the device was manufactured at one of the following facilities: ecm - baxter healthcare - haina. Piisa industrial park antigua. Carretera sanchez km 18 1/2, haina, san cristobal 91000, dominican republic. Vantive healthcare - mountain home. 1900 n highway 201, mountain home ar 72653, united states. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell of peritoneal dialysis therapy. During troubleshooting, it was reported that there were two holes in an unspecified line of the homechoice cassette, that led to this alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.